Manufacturer narrative:
Product ID: 3387-40, lot# j0333802v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead; product ID: 3387-40, lot# j0211882v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead; product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 748266, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension; product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the extensions and ins's were explanted on (B)(6) 2017. The devices were disposed of.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot #: j0333802v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Product ID: 3387-40, lot #: j0211882v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Product ID: 748266, serial #: (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748240, serial #: (B)(4), implanted: (B)(6) 2003, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 09-jul-2007, UDI #: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 02-may-2006, UDI #: (B)(4). Product ID: 748266, serial/lot #: (B)(4), ubd: 18-jun-2007, UDI #: (B)(4). Product ID: 748240, serial/lot #: (B)(4), ubd: 30-apr-2006, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep was asked to cover an explant of two brain leads which were the only products remaining at the time. They were not notified of the explants of the two ins's and the two extensions. They gathered as much information from the family as they could but it¿s a pretty complicated history. Patient had two ins¿s and two extensions explanted at four different surgeries all due to infection. Patient was then sent to wake forest (inpatient) for bilateral brain lead infection and was explanted bilaterally (B)(6) 2019. Patient was doing well at time of explant. The date of one of the ins explants is (B)(6) 2018 (not sure if the other was the same date or soon afterwards). Both ins¿s were left sided, one abdominal, one chest. Patient¿s history is also complicated by a cardiac stint placement making dates even less clear. They have no further information. The leads were discarded by the customer. No further complications were reported or anticipated.